Event description:
Routine laparoscopic cholecystectomy, cystic duct and artery exposed, 5mm clip applier used to clamp the cystic duct, the clip did not form completely. Four clips total applied; each clip was not tightly formed around duct. Clips removed, duct transected, vicryl endoloop suture used to clamp duct. Clip applier secured, misformed clips secured -both given to equipment manager. New clip applier opened to clamp cystic artery, different lot number, clips were complete.